Manufacturer narrative:
Correction: device available for evaluation?, device evaluated by MFR? Additional info: device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve product code 82-3834, with lot cvgbzv, conformed to the specifications when released to stock in 23rd june 2016. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
No flow through the valve. Information on implantation and explanation dates will follow.

Manufacturer narrative:
Updated UDI: (B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 70mmh2o. The valve was hydrated for 24 hours. The valve was visually inspected: no defects were noted. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3834 with lot cvgbzv, conformed to the specifications when released to stock in 23rd june 2016. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.